Event description:
Pt came into the emergency room non responsive by ambulance. Paramedics tested his blood glucose and received a result of 21 mg/dl and treated him with 1 amp glucagon. At 6:19pm the device read 529 mg/dl a retest was done at 6:27 pm with a result of 289 mg/dl. At 6:43 pm the lab result was 188 mg/dl. No treatment at the hospital. Controls were run and sated to be in range, no values were given. A request was made for the return of the suspect device and replacement product was sent.